Event description:
The customer reported that the left screen went black and the generator control panel displayed all boxes. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated. The interconnecting cable wiring, the lemo receptacle and the generator were checked. The sys was tested and found to be working as intended and put back into svc.